Event description:
The customer reported an error message occurred during set up. Four cases were cancelled. There was no pt injury.

Manufacturer narrative:
The company service rep examined the system and confirmed the complaint. The fluidics module was replaced and sent for in-house testing. The system was tested and met all product specifications. The returned fluidics module was functionally tested and the reported error message (vent valve failed close) was able to be replicated. The root cause of the reported error message is a known issue and has been attributed to the poron washer. A review of complaint and service data for the system indicates that there have been no add'l complaints, or service requests related to the reported event. Complaint trending indicates no recent adverse trends associated with the complaint reported. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error messages which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safety related. As part of the CAPA, alcon is in the process of evaluating and implementing an alternate material to improve the life of the poron washer. This report mailed in to FDA on: 05/16/2008.